Event description:
It was reported that the infusion sets experienced issues with adhering to the customer's skin. The customer stated that he observed the issue about 2 to 3 times a year. He did not recall the blood glucose reading at the time of the issue, nor did he have access to the supplies' lot numbers. He stated that he had already discarded the used supplies. He stated that he would observe insulin turning cloudy in the reservoir compartment. He also reported that the insulin pump alarmed no delivery sometimes or his infusion sets would fall off, leading to high blood glucose levels. He noted the smell of insulin in the reservoir compartment as well. The most recent blood glucose reading was 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.